Event description:
Customer claims while in use with a patient that there's zipper damage on the canopy side panel, the teeth do no align. There was no patient incident/injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Product was requested to be returned for evaluation and has not been received. Manufacturer references file 2010-01102.